Manufacturer narrative:
The actual device in the reported incident has not yet been made available to the MFR to be evaluated. Without the actual sample a thorough investigation could not be performed. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." Based on the event description and the additional info provided by the facility, it is possible that the catheter fracture occurred when the catheter was withdrawn or partially withdrawn through the needle, however, without the actual sample, no specific conclusions can be drawn. All available info has been forwarded to the actual MFR for further evaluation. If the sample is made available to the MFR to be evaluated as indicated and reveals any pertinent info, this report will be re-opened for investigation.

Event description:
As reported by the sales rep per the user facility: reports tip of soft tip catheter broke off in the pt, discovered when removed catheter. Unable to visualize tip with x-ray; pt retained tip. Additional info provided by the facility indicated that during the procedure, the catheter was threaded in and when the catheter was pulled back, it was immediately noted the tip of the catheter was missing. She reported the pt is fine and suffered no adverse sequela associated with the reported incident. The fractured fragment remains in the pt. The remaining sample fragment will e sent for evaluation.